Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided pictures identified the explanted head, liner, neck, and stem, covered in bio-debris. Signs of explant damage were noted to the devices. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing for the neck. Chs was not performed as no problem was found with the devices. Medical records were not provided. No problem was found with the devices. It was reported the revision occurred due to possible metallosis, however during the revision it was stated no signs of metallosis were seen. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 65771300600, modular femoral stem press-fit plasma sprayed with calcicoat ceramic coating cementless size 6 unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient underwent a revision surgery fifteen (15) years post implantation due to possible metallosis of the stem and neck. The stem and liner were removed. The plan was to originally remove the acetabulum and replace with custom ossis. The acetabulum was well fixed, and surgeon decided to leave the acetabulum in situ. No signs of metallosis were seen. The surgical technique was used to remove the items.